Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous case by a baxter employed nurse from (B)(6) of break in aseptic technique, peritonitis, and fungal peritonitis in a (B)(6) male coincident with dianeal pd2 ultrabag therapy, intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient began remedial therapy with fortum (3gm, daily, ip), reflin (1gm, daily, ip), and heparin (1000 iu, "thrice dose", ip). The patient was not hospitalized. The cause of the peritonitis was due to a break in aseptic technique described as the patient made a mistake. On an unreported date, the peritonitis was resolving. It was not reported whether the patient was retrained in proper aseptic technique. Dianeal pd2 ultrabag therapy was ongoing. Follow-up information was provided by a health care professional on (B)(6) 2011. The episode of peritonitis previously reported had not resolved. On (B)(6) 2011, the patient began remedial therapy with ceftazidim (1000mg, frequency not reported, ip), cefazolin (1000mg, frequency not reported, ip), and fluconazole (125mg, frequency not reported, ip) for the peritonitis. On (B)(6) 2011, remedial therapies with ceftazidim, cefazolin, and fluconazole were discontinued. On (B)(6) 2011, the patient experienced fungal peritonitis, was hospitalized and had their pd catheter removed. On the same day the patient recovered from fungal peritonitis "with sequelae" post pd catheter removal. On (B)(6) 2011, the patient was discharged from the hospital.